Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call on (B)(6) 2018 that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident and sensor glucose was 40 mg/dl. Customer also reports a blood glucose levels were 285 mg/dl. Customer treated with insulin pump. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications.